Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on the catheter shaft and revealed yield marks distal to the fracture. The yield marks indicate that the device likely kinked prior to fracturing. If the red72 is advanced against resistance, damage such as a kink and subsequent fracture may occur. The root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), a velocity delivery microcatheter (velocity), and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician placed the neuron max into the patient. The physician experienced resistance while advancing the red72 with the velocity through the neuron max. The physician was still able to advance the red72 to the face of the clot. Aspiration was then initiated; however, the physician noticed that the blood coming into the penumbra engine canister (canister) was foamy and decided to remove the red72. Upon removal, the physician found that the red72 was broken around the mid to distal end but remained connected by the internal coil winds. Therefore, the red72 was not used for the remainder of the procedure. The procedure was completed using a non-penumbra catheter, the same neuron max, and the same velocity. There was no report of an adverse effect to the patient.